Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Received with insulin pump cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked case and cracked battery tube threads. A test reservoir was installed and lock in place noted.

Event description:
Customer reported via phone call that the reservoir came out in the middle of the night, the reservoir compartment was loose. Customer's blood glucose was 514 mg/dl. Customer reported some pieces of the reservoir compartment were missing. Customer had dropped the device few times. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.